Event description:
It was reported that the coil would not track and broke. The physician retracted the coil and used another coil to complete the procedure. There were no reported clinical consequences to the patient.

Manufacturer narrative:
.

Event description:
It was reported that the coil would not track and broke. The physician retracted the coil and used another coil to complete the procedure. There were no reported clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device was returned within the introducer sheath and dispenser hoop. Visual inspection of the device revealed that the delivery wire and main coil were kinked. The main coil was stretched as well. The reported coil break could not be confirmed during analysis. During functional testing the coil could only be retracted in the introducer sheath. The device was confirmed to be in good condition prior to use. Therefore, an assignable cause of "not confirmed" has been assigned to the reported event. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question. This is a correction follow up MDR. Previously submitted follow-up report under MFR # 3008881809-2016-00318 is being re-submitted under MFR# MDR 3008881809-2016-00247 per request from FDA medwatch program.

Event description:
It was reported that the coil would not track and broke. The physician retracted the coil and used another coil to complete the procedure. There were no reported clinical consequences to the patient.